Manufacturer narrative:
This supplemental report is being submitted to provide correction to h8.

Event description:
No additional information from customer.

Manufacturer narrative:
E1: establishment name - (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: impact, dropping, shock or similar stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited an isolation beak issue as the isolation beak broke. The reported issue was found during service maintenance. There were no reports of patient or user harm associated with this event.